Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 487 mg/dl. The customer stated that the battery of the insulin pump died and the insulin pump was not turning on. The metal piece in the battery cap was missing. The display was blank currently. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.